Event description:
It was reporter that the procedure was performed to treat a lesion in the mid left anterior descending (mlad) coronary artery, with moderate calcification and mild tortuosity. The 2.5x33 mm xience xpedition stent delivery system (sds) was implanted when a dissection was noted at the distal edge. A 2.5x18 mm xience xpedition stent was used to treat the dissection and complete the procedure. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.